Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode. On (B)(6) 2013, a device software download was performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.